Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date in 1993. Subsequently, a revision has been indicated for an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent a left total hip arthroplasty in 1993. Subsequently, a revision occurred on (B)(6) 2014 due to poly wear. The liner, locking ring, and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.